Event description:
It was reported that during an unknown procedure that the firing trigger could not close and the device could not fire. Another device was used to complete the procedure. One device will be returning. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Damaged yoke teeth, damaged shrouds the analysis results found that the ats45 device was received with the clamping mechanism damaged and with the handle shrouds slightly separated. No cartridge reload was present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reached on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.